Event description:
Customer reported to technical support: the customer encountered an electrical shock from the old power cable/pump on 9/19. Another tech had went to check the pump later on the same day and saw it was damaged/melting so they were advised to unplug and set the pump/cord to the side until the replacement arrived. The customer is sending the old pump back along with the power cable. Technical support did a follow up call on 9/20 and the reporter stated they were fine and the replacements were working perfect. No medical attention was needed and no injury occurred. The customer received a replacement pump and communication cable. After further follow-up with the reporter there were no injuries and the event has not reoccurred.

Manufacturer narrative:
Investigation results: the reported complaint of shocking could not be duplicated. The power cord was returned and visually inspected. It was intact with no visible damage. The cable was tested and functioned normally without any anomalies. Customer has had the cable and pump since (B)(6) 2012 without any issues or maintenance since that time.